Event description:
A customer reported that there was a clear fluid leak on coulter lh500 hematology analyzer. The leak appeared to be coming from tubing 9 on blood sampling valve (bsv) and was not contained within the instrument. The operator was wearing a lab coat and gloves when the leak was discovered. There was no report of exposure to mucous membranes or open wounds, and no one sought medical attention. Material safety data sheet (msds) was not reviewed, but there is an exposure control or risk management plan in place at the facility. There was no report of patient results being affected by this event. There was no report of death, injury or change to patient treatment as a result of this event. Field service engineer (fse) found one leak from the bsv and the other from a hole in tubing at rear blood detector. The fse uninstalled and reinstalled bsv, and replaced the tubing at rear blood detector (bd2). The instrument performance was verified by running controls. The fluids associated with this leak may be cleaning reagent, diluent, and blood. The cause of the leak was leaking bsv and tubing on rear blood detector (bd2).

Manufacturer narrative:
(B)(4).